Manufacturer narrative:
No pump error alarm noted during testing, however noted in trace download analysis due to moisture damage. Unit passed occlusion test, force sensor test, basic occlusion test, prime/seating test, rewind test and displacement test. During visual inspection, found motor, force sensor and electronic stack moisture damage.

Event description:
Customer reported via phone call that insulin pump had pump error. Customer's blood glucose value at the time of incident was 160 mg/dl. Customer stated insulin pump was not exposed to a high magnetic field. Customer reported they were able to clear the alarm and able to rewind the insulin pump. Insulin pump will be returned for analysis